Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation reporter is a synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the buttress/compression nut is not locking into the aiming arm locking device. Sometimes it locks, sometimes it locks halfway and other times it has to be forced in several times before it locks. It is unknown if there was a surgical delay. The procedure and patient outcome are unknown. Concomitant device reported: aiming arm locking (part#: 03.037.015; lot#: unknown; quantity 2). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. H11: e3: reporter is a synthes employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.